Event description:
It was reported that the d.c. Motor adapter was found to be broken upon set-up. The biopsies were completed using another mammotome unit. There have been no patient consequences reported.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the dc motor adaptor, interface board and black cable replaced. The device was functionally tested, met all product requirements and returned to the customer.